Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized. Blood glucose level was at 400 m/dl a few nights prior to the call. They kept giving insulin and not eating and wound up at 50-60 mg/dl. Customer is unsure of their pump settings. Customer drops sometimes to almost nothing. Customer eats a big meal to treat for the lows. Customer uses manual bolus as the wizard doesn't work for them. Customer has been in the ICU for acidosis. Customer once spent 2 to 3 weeks in hospital. The customer had some problems with a bent cannula that led to high blood glucose, which when treated resulted in passing out and injuring their head on the floor. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also complained of infusion set not sticking. The insulin pump will not be returned for analysis.